Event description:
Instruments arrived for a total joint revision that were rusted and pitted. Some of the instruments had paint flaking off with chips missing. Brown staining was able to be transferred to a dry cotton tipped applicator. I've included pictures of a few of the devices in question. Part and serial #'s are missing. Zimmer biomet is sending out equipment to be used in high risk surgeries that are unsafe to use in a surgical setting due to the pitting, corrosion, and poorly designed instruments. Instruments have painted sections that show up with the pain cracked, peeling, and loose chips. This increase risks as sterilization can not be properly performed. It also increases the risk of foreign material sloughing off the instruments and into the surgical site. I have included pictures of examples received recently.